Event description:
The customer reported bellavista 1000 us rate increases when the fio2 is set to 100%. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for investigation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The uut (unit under test) was installed into a known good top level system running software version 6.1.0.2, and upon startup there were no alarms or warning messages. There were no functional issues found during testing. The reported complaint was not duplicated.no performance issues wer found.